Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the investigation of the returned product revealed chip formation at the thread, which confirmed the customer complaint. Further tests showed that the gear wheel rubs against the worm, resulting in pitting. Machining by grinding showed only a slight improvement. Comparison with an older gear wheel (2002) indicated that the problem lies with the worm itself. The detailed analysis confirmed that the complaint was due to a technical problem with the worm and was not a handling error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported: threaded worm in adjusting wheel breakouts. No negative impact in state of health reported.